Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon could not be inflated. Reportedly, the device was removed and it was noticed that the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.